Event description:
Customer states the device has a flashing red x and is chirping after repairing ac power module. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.